Event description:
Received report of mesh explanted due to 50% shrinkage/contraction. Mesh had pulled away from intra-abdominal sutures. Being used as barrier mesh for ventral hernia.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints was performed and there have not been any similar reports related to a device malfunction. Related report: 1219977-2015-00074.